Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing failures occurred in the evening of the same day as implant. Chest scan showed lead dislodgement and a reoperation was performed. During reoperation, dislodgement continued and a piece of flesh became entangled in the screw, preventing it from being retracted. A new lead was used to complete the procedure and this one was removed.